Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose level increased to 30.5 mmol/l (549 mg/dl) after more than 48 hours of pod wear on the abdomen. The patient consulted a nurse via telephone, who advised her to replace the pod. Durin the process of removing the pod, the patient observed that the cannula had dislodged from the infusion site and the adhesive had separated from the skin. The patient applied a new pod and successfully resumed therapy. No in-person medical evaluation or treatment were reported.